Event description:
Reporter indicated that the pt was recently hospitalized due to an increase in seizures. The pt's medications were increased during their hospital stay. The increase in seizures is an increase above previous efficacy with the vns therapy and not an increase above pre-vns baseline frequency. The reporter also stated that the pt has recently been ill with gastroenteritis and has lost 10 lbs. In the last week. It was also reported that the pt can feel the device stimulating; however, activating the device with the magnet was not aborting the pt's seizures. Investigation to date has been unable to determine whether the device has reached or is nearing normal end of service.